Event description:
It was reported that the user experienced elevated blood glucose after a meal and, during troubleshooting, discovered that the cartridge was not seated in the pump chamber, resulting in interrupted insulin delivery. The user was instructed to disconnect as for showering, perform a rewind, reinsert the cartridge, confirm insulin drops, and reconnect the infusion set, after which insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included continued self-monitoring at home without escalation, outside assistance, or medical intervention. The investigation included technical support troubleshooting and user education. The investigation revealed an incorrectly deployed infusion set or an unsecured infusion set connector in combination with a cartridge that was not properly inserted, which led to interrupted insulin delivery. No device alerts were reported. Based on previously established findings for similar reports, it was concluded that user setup error was the most likely cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.